Event description:
I have been prescribed abbott laboratory freestyle libre 3 and the abbott laboratory freestyle libre 2 glucose sensors for over a year. My initial experience was very positive with the product. About 6 months ago the inaccuracy and fail rates of the glucose sensors have been extremely high. As recently as (B)(6) 2023 I had 6 straight freestyle libre 3 sensors fail in a row with replacements being sent by the company. The fail rate has remained extremely high even when I changed from the freestyle libre 3 to the freestyle libre 2. Each time I call the company reporting the issue, there is a procedure that the call center rep goes through to file a report. One of the questions is what operating system is in use on my apple iphone. The os on my cellphone is version 17 and has been since it was released by apple in september 2023. The call center rep told me that the sensors are not compatible with os version 17. This is the first time that anyone from abbott told me about this compatibility issue. I don't understand why none of the other abbott call center reps and supervisors I have spoken with in the last 6 months ever brought this to my attention. Many people own apple phones and I have no doubt most are using os 17 at this time. Why has abbott labs not upgraded their software program for the sensors to run the current apple operating system by now? Why did it take many calls by me over many months to finally be told of the incompatibility issue? Abbotts call center reps and supervisors only suggestion is to get a prescription from my doctor to purchase an abbott labs freestyle libre sensor reader. This is another expense over and above the cost to me to purchase the sensors even with health insurance. Another issue is I would need to carry another device that I was not expecting to need. When I decided to start using the freestyle libre products, one of the "selling features" was the ability to use their app on my cell phone to monitor the sensors. It appears to be a money grab by abbott to sell more merchandise along with attempting to save the cost in research and development in creating the sensor and os 17 compatible with each other. Reference reports: mw5152849, mw5152850, mw5152851, mw5152852, mw5152853, mw5152854, mw5152856.